Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in clinic follow up, noise resulting in oversensing and an increased threshold was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were noted. Provocative testing was performed and the oversensing was reproduced. An rv lead revision was performed and during the procedure, lead insulation damage was observed. The rv lead was capped and replaced to resolve the event. The patient was stable.